Manufacturer narrative:
H6: ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the patient desaturates while on the ventilator. The reporter advised that the respiratory therapist (rt) had turned up bleed in flow from 3-5 but still had issues. No further details have been provided. Additionally, there has been no allegation of a device malfunction, only that the patient desaturated while on the device. Ventec has reached out to the rt for more information, but no response has been received.

Manufacturer narrative:
H6: ventec has made multiple attempts to contact the registered respiratory therapist (rrt) who was present during the event for additional information about both the patient and the event. Additionally, ventec asked if the device would be returned to ventec for an evaluation. Ventec has not received a response. The device was not returned to ventec for further evaluation. To date, there has been no allegation of a device malfunction, only that the patient desaturated while on the vocsn device. Based on the limited information provided, ventec has not been able to determine what may have caused the patient's alleged desaturation. The cause of the reported issue could not be determined.